Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient posted on social media alleging that her onetouch verio iq meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the inaccuracy issue began on (B)(6) 2016, at 07:30am, and that she obtained results of ¿178, 293, 300 and 411mg/dl¿ on the subject meter. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes with lantus and novolog insulin and stated that from (B)(6) 2016 she increased her novolog dose from administering two to three times daily to administering four times daily and continued to administer 28 units of lantus insulin before bed. The patient reported that on (B)(6) 2016 at 11:30pm, she developed symptoms of ¿violently shaking and unable to speak clearly¿ which she associated with a ¿hypoglycemic attack¿ and that she self-treated by eating ¿apple slices and peanut butter.¿ the patient reported that she performed a blood glucose test on the subject meter with a new vial of test strips and obtained a result of ¿55mg/dl.¿ during troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or stored incorrectly. Product was replaced and requested back for evaluation. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged inaccuracy issue occurred.

Manufacturer narrative:
This supplemental is being submitted to include information that was not previously sent within follow up #1. The lay user/patients meter has also been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. F lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). In addition a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.